Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in an advent pas study, the patient experienced worsening hypertension after having completed a pulsed field ablation (pfa) procedure. IV medication change and adjustments were made to resolve this event. No further information is available.